Event description:
It was reported that the charger for the ilet system was not charging, with no visible damage noted on the charger; the issue aligns with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem consistent with a charging problem associated with the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.